Event description:
Same case as MDR ID#: 2134265-2012-00472. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During the platforming of the 1.75mm rotablator rotalink plus system outside of the body, the floppy rotawire guide wire fractured and then the guide wire could not be removed from the burr. The procedure was successfully completed with a different device. No patient complications were reported, and patient status is good.

Event description:
Same case as MDR ID#: 2134265-2012-00472. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During the platforming of the 1.75mm rotablator rotalink plus system outside of the body, the floppy rotawire guide wire fractured and then the guide wire could not be removed from the burr. The procedure was successfully completed with a different device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the guide wire with the most distal section damaged and kinks along the body. The visual and tactile inspection noted that the corewire is fractured at 197.5cm approx. From proximal end. The distal side was not returned for analysis. There are also kinks along the wire. All the outer diameter measurements taken are within the specifications. The fractured portion was sent to the (B)(4) lab for analysis. Conclusion: the fracture occurred due to a torsion overload in a region with a reduction in the cross-sectional area. Moreover, the failure surface shows the presence of copper. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-00472. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During the platforming of the 1.75mm rotablator rotalink plus system outside of the body, the floppy rotawire guide wire fractured and then the guide wire could not be removed from the burr. The procedure was successfully completed with a different device. No patient complications were reported, and patient status is good.